Event description:
It was reported that prior to the attempted implant of this pacemaker, the device could not be interrogated. Troubleshooting was performed and upon attempting interrogation with another device, the interrogation was successful. It was opted to complete the procedure with the other pacemaker. No adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations.

Event description:
It was reported that prior to the attempted implant of this pacemaker, the device could not be interrogated. Troubleshooting was performed and upon attempting interrogation with another device, the interrogation was successful. It was opted to complete the procedure with the other pacemaker. No adverse patient effects were reported. This device has been returned.